Event description:
Patient was revised to address loose cup and disassociation. Update (B)(6) 2013 - patient seeking legal action. Letter of retainer and attorney lien received from patient's legal counsel. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update (B)(6) 2013 - legal claim received. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update: (B)(6) 2014- litigation received. Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. The femoral head is now being reported. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.